Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this right atrial (ra) lead exhibited high out of range pacing impedance measurements, system noise and loss of capture. The physician suspected a lead integrity issue (fracture) and indicated a revision procedure would follow in the near future. No adverse patient effects were reported and the device was reprogrammed to vvir. Subsequently, the ra lead was explanted and another boston scientific system successfully implanted. It was additionally reported that the associated device was electively replaced in conjunction with the revision procedure. The operation was reported successful and the patient observed stable; however, generally in poor health status. A few hours post operative, the patient expired. The field representative reported the patient passed away from general end stage heart failure and not from a product performance malfunction. No return of product is expected.

Event description:
This lead had not been explanted; however, surgically abandoned.